Event description:
During the evaluation of a returned homechoice device, a baxter service technician determined that the h failed volumetric accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned to baxter and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external and internal inspection was performed and passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and the device failed, therefore, pal performed a more detailed inspection of the door assembly. The inspection showed that the door the piston foam was deteriorated. The evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.